Event description:
It was reported that patient was scheduled for hospitalisation due to loosing of tibia component.

Manufacturer narrative:
The associated genesis ii cmt tibial baseplate and legion ps high flexion insert were returned and evaluated. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A lab analysis noted that burnishing, scratches and color deformation were observed on the insert. The base plate had some scratches on the superior surface and apparent bone cement attached to the surface. A clinical evaluation noted this event was classified as non-serious and was treated with physical therapy and was unresolved. Based on the information provided, the root cause of the loosening of the tibia component cannot be determined. The future impact to the patient beyond the revision cannot be determined. No further clinical medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.